Event description:
It was reported that the customer had another issue with a leaky tube. Customer's husband wanted to know if he can put it in the same canister. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.